Event description:
It was reported by service report that the foot end lift was stuck in high position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Sensor coil cord.